Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1307ml, indicating the home patient (hp) drained 1307ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received or evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.